Event description:
It was reported that the customer zeroed the cardiohelp pressures while the system was free of all fluids but once the customer added crystalloid pven, pint and part pressures were all over the place. There was no pump stop. The cardiohelp was send to the depot center. According to the getinge depot center technician the hls cable was the fault. The cable is badly worn. The failure occurred during priming. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp.a follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the customer zeroed the cardiohelp pressures while the system was free of all fluids but once the customer added crystalloid pven, pint and part pressures were all over the place. There was no pump stop. The cardiohelp was send to the depot center. According to the getinge depot center technician the hls cable had corroded pins and was badly worn. The failure occurred during priming. A getinge service technician (fst) was sent for investigation and repair on 2022-09-22. Firstly the hls cable was replaced but this did not solved the issue completely. Than the sensor panel was replaced and the readings get back to normal. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis on the date of event no error message occurred. The root causes for both affected components could be determined as following: another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin (issue 95 / 21-05-04) was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. The most probable root cause for the badly worn hls cable was determined as age-related wear and tear of the cable through frequent flexing and bending over the last years (manufacturing date 2013-04-01). Moreover, a similar failure for wrong pressure reading caused by the sensor panel was investigated by getinge life-cycle-engineering. After visual inspection of the choke a striking place with two damaged wires was detected. Therefore the sensor panel failed. The most probable root cause is a mechanical damage of the current electrical components. Furthermore to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming and the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors and cables are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2022-08-26 for the period of 2013-04-01 to 2022-08-01 for both root causes (hls cable and sensor panel). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-04-01. Based on the results the reported failure "pressure reading failure" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID #(B)(4).